Manufacturer narrative:
Another service record (sr) was opened. The company service representative (ar) examined the system and could not replicate the reported event. However, the ar confirmed the reported event in the event log and as a preventative measure, replaced the fluidics module. The system was then tested and met all product specifications. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The cassette pak was not returned for evaluation. The lot number was not provided. The cause of the reported event cannot be determined with the information obtained. The system was found to have no problem; therefore, the root cause of the reported issue could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company sales representative visited the facility and was unable to observe replication of the reported event on 4 retinal procedures performed that day. The customer cancelled the service request. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the system did not perform the intraocular pressure compensation during multiple vitrectomy procedures. There was no patient impact reported. Additional information has been requested; however, further clarification has not been provided.

Manufacturer narrative:
Additional information has been provided in e.1. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received indicating that the issue is random and occurs at the beginning, in the middle or at the end of the procedure. Iop compensation is activated but it shuts itself off during the procedure for several seconds. This is noticed by the surgeon when the eye becomes soft. He discontinues suction and then the iop compensation reactivates on its own. Hypotony lasts a few seconds. There have been no long-term clinical consequences.

Event description:
Further information was received indicating that priming was completed before the procedure began. There is no indication of the tubing being kinked, modified or taped to something. No blockages or flow issues were observed with tubing.

Manufacturer narrative:
Additional information has been provided in b.5. The manufacturer internal reference number is: (B)(4).